Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The meter powered on with button press and test strip insertion. A power issue with the test strip port was not observed. The complaint is not confirmed.

Event description:
Customer's daughter reported that seven months prior to calling customer service on (B)(6) 2014 customer's adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Caller further reported that two months prior to calling customer began to feel dizzy and had blurred vision. No treatment was undertaken at that time. The day before the call to customer service, customer self-presented to her healthcare provider for a routine visit and while there a reading of 311 mg/dl was received on the hcp's meter. Customer was diagnosed with hyperglycemia and treated with 4 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.